Event description:
It was reported that the upon remote follow up, the implantable cardioverter defibrillator exhibited post paced t wave oversensing and far r oversensing. Technical services were contacted for programming suggestions. The patient was subsequently seen in clinic and programming changes were made. Patient was in stable condition and continues to be monitored.